Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
It was reported that during usage to a patient, an "operation failure" alarm occurred and ventilation stopped. The ventilator was immediately replaced to a different unit and there was no harm to the patient. The events log was checked and it was confirmed that a "motor failure" and "uncontrollable turbine flow parameter (268)" error occurred.

Manufacturer narrative:
Carefusion failure analysis lab technician was able to verify the customer's reported issue. The turbine interface has become corrupted and failed. At this time, the reported issue is being internally investigated.